Event description:
Reported experiencing decrease gas exchange near the end of a procedure. The user confirmed that it was not necessary to change out the oxygenerator during the operation. The case was reportedly completed successfully with no complications or injury to the pt.